Manufacturer narrative:
(B)(4) additional information was received stating this patient had been placed in hospice care and passed away due to various medical reasons.

Event description:
Boston scientific received information that this device had been programmed to high outputs due to an issue with the associated right ventricular (rv) lead. A revision procedure was performed to replace the lead and device reprogramming was performed. The device displayed 3.5 years of remaining longevity and after the procedure, remaining longevity decreased to 11 months. A boston scientific representative stated the patient did have approximately three hours of extended radio frequency (rf) telemetry use showing a power consumption of 386 percent. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). A boston scientific technical service consultant stated it is possible that the longevity calculation is using the extended rf use for the calculation and disk analysis should be performed to make sure the battery will recover. Efforts to obtain additional product issue details were unsuccessful and a disk analysis was not performed. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.